Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00445. Review of the most recent repair record determined the unit had a bent comb and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery the device was jamming due to the comb being bent at the side handle connects. The device handle was able to perform up and down motion. No delay or harm were reported. No adverse event was reported. Diligence is complete and no further information is available.

Manufacturer narrative:
This incident has been reported under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. (B)(6).